Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.